Manufacturer narrative:
A manufacturing evaluation was completed: the plate is broken in two pieces. Marks and scratches are visible on the surface. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. This confirmed the results of the DHR. The plate was produced as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the investigation has shown that the plate is broken in two pieces. Marks and scratches on different locations are visible on the surface. The review of the provided x-rays confirm the broken plate. The manufacturing review of the proximal humeral plate shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint failure. The article 441.901 bearing the lot number 9770947 was manufactured in january 2016. Considering that all relevant measurable product features meet specifications and no visual defects manufacturing related have been identified on the returned item, the conclusion of the product investigation is that the part is conforming from a manufacturing perspective. All measurements able to be measured were found to be according specification. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No further information was provided; therefore the exact cause of failure cannot be determined. No product related issues were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 441.901, lot# 9770947. Manufacturing location: (B)(4), manufacturing date: jan 06, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: screw (part / lot: unknown, quantity: 2).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plate was used on the left humerus.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2017 due to a broken locking compression proximal humeral plate. The plate was initially implanted on (B)(6) 2016. The plate was discovered to be broken on (B)(6) 2017. The (B)(6) 2017 revision surgery was completed with no report of delay. The patient¿s postoperative condition was reportedly stable. This is report 1 of 1 for (B)(4).